Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, during the 07 oct 2024 ipg replacement (related manufacturer reference number: (B)(4), the lead was found to have all high impedances. As such, the extension was removed and it was revealed the impedances would clear after the removal of the extension. As a result, the extension was explanted and replaced to address the issue.